Manufacturer narrative:
Additional narrative: this report is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain, swelling, and a loose liner.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This is a duplicate report of 1818910-2015 - 5801. This report, 1818910-2015 -31009 , will be rejected. Report 1818910-2015 -25801 will be kept for investigation purposes.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update: (B)(6) 2016 - litigation received. The litigation alleges that during the (B)(6) 2015 operation all implants were removed and spacers were placed for an infection. The stem was reported on com (B)(4). The date of reimplantation is unknown at this time. There is no new additional information that would affect the investigation. This complaint was updated on: (B)(6) 2016.